Manufacturer narrative:
Philips has investigated this complaint. Philips performed no onsite service. The customer resolved the issue by replacing the geo module tilt kit wp and return the part for further analysis, but no failure observed. After replacing the geo module tilt kit wp, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry module was defective, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.